Event description:
It was reported by the customer during an unrelated service, that the cardiosave intra-aortic balloon pump (iabp) wheels for transport unit for the helicopter service were broken.there was no patient involvement reported

Manufacturer narrative:
Corrected fields : d4 # UDI , b5, b6, b7,h8,h6 ( health effect ¿ clinical code, health effect ¿ impact codes). Updated fields: b4,d8, d9, g3, g6, h2,h3,h4, h6(investigation findings, type of investigation, investigation conclusions,component code), h11, the fse verified the reported through a photo and ordered the required parts and was able to repair and replace wheel assy. There was no patient involvement and the issue is resolved. Performed all functional and safety tests on the unit. The unit was approved for clinical use and returned to the user. The failure analysis and testing dept. Received the part number: 0997-00-0588 serial number: n/a with a reported unit failure of the wheel axle damaged due to the harsh surface used on. The failure analysis and testing dept. Performed visual inspection of the part received p/n: 0997-00-0588 serial number: n/a wheel assy and found that the part is broken. The root cause of the broken wheel axle is the harsh environment used on. Due to this damage. This part cannot be investigated any further by the fat dept. The failure analysis and testing department verified the broken wheel axle. Retaining the part in the fat dept. Per procedure 0002-07-d008 rev. As. The most probable root cause for the reported failure is "normal wear and tear".

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during an unrelated service, that the cardiosave intra-aortic balloon pump (iabp) wheels for transport unit for the helicopter service were broken.